Manufacturer narrative:
Covidien reference number: the field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) central processing unit (cpu), which resolved the reported issue. The ventilator then passed all performed testing.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.